Event description:
The device reportedly turned off by itself during the reported event. A detailed narrative was forwarded to redmond by the local service representative. The facility provided mpc with a copy of a vehicle/equipment failure/problem report. The description of the alleged malfunction was that the device involved in the reported event "cut off" while monitoring a patient. The facility did not include any patient outcome or detail information in their report.